Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of reyd0216 showed no other similar product complaints from this lot number.

Event description:
On (B)(6) 2014 - nurse advance needle successfully, catheter, but when she try to pull wire out, she had hard time. The wire was stuck inside the powerglide.